Manufacturer narrative:
Initial report (ref natus complaint#: (B)(4). Part nt821731c, eds 3, gen ll, no catheter - eds3 lure lock broke while changing the bag. The affected product has been requested to be returned for evaluation.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - eds 3 lure lock broke changing the bag

Event description:
Part nt821731c, eds 3, gen ll, no catheter - eds 3 lure lock broke changing the bag.

Manufacturer narrative:
Follow up report 001 (ref natus complaint#(B)(4)). 21-jan-2021: the customer was asked to return the complaint form and the product. 08-feb-2021: third attempt made to collect complaint form and product. Customer responded and said the part has been thrown away. (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. During the review of product complaints a trend was identified for the eds3 products. Capa005047 has been generated in association to this failure. Risk management file review: acceptable risk associated with the complaint as per line 5.11 in doc-035405 rev 04 risk analysis spreadsheet. Investigation result code: san diego/eds products/no return of device for evaluation complaint verified, CAPA opened.